Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings:a review of the black box indicated ¿no cartridge detected¿ and ¿pump not primed¿ warnings had occurred. A rewind, load, and prime sequence was performed successfully with no alarms occurring. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, there was evidence of moisture observed on the pcb and force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.